Event description:
It was reported that this lead was attempted due to high capture thresholds and no capture at times measured when placed. It was decided then not to implant the lead and no other attempt was performed. This product is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.